Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019, she was unable to obtain a blood glucose reading because her ultra2 meter was displaying an unknown error message. The patient was unwilling to advise what medications she uses to manage her diabetes or if she made any changes to her usual routine of diabetes management in response to the alleged product issue. The patient advised the csr that experienced a symptom of ¿extra sleeping¿ after the alleged product issue began. The patient was not willing to advise whether she received any treatment for her symptom above and beyond her usual routine of diabetes management and care. At the time of troubleshooting, the csr noted that the patient was unwilling to complete troubleshooting and the alleged product issue remained unresolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading with the subject device.